Event description:
The patient reported exposed and frayed wires of the power cord attached to the power supply box. The power cord and power supply box were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the results of the investigation are inconclusive since the device was not returned for analysis. The root cause remained inconclusive as the power cord was not returned for evaluation. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate.

Manufacturer narrative:
External visual inspection of returned material revealed exposed/frayed wires to the power supply w/box. No visible or internal damage to returned power cord. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen. Golden i3 unit was powered on successfully with golden power supply w/box and returned power cord (cm3020) & right-angle cable.

Event description:
The patient electronic system was returned for evaluation on 31oct2024.